Event description:
The customer reported that the insulin pump was not functioning and having two hypoglycemic episodes since the last twenty four hours. The customer stated that she was hospitalized due to hypoglycemia. Troubleshooting was performed, and no damage to the drive support cap noted. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had broken belt clip slot, cracked battery tube threads, reservoir tube lip, reservoir tube window, scratched case and lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.